Manufacturer narrative:
The device was returned and a visual inspection identified a broken impeller blade. Data log review confirmed a pump stop had occurred during use of the device. Based on the information provided from the customer, it was determined that the pump stop and subsequent impeller fracture was caused by interaction with the j-wire device.

Event description:
The complaint reported an (B)(6) male patient presenting for high risk percutaneous coronary intervention. During the procedure, a j-wire accidentally engaged the impella through the outflow cage and the pump stopped. The pump restarted upon removing the j-wire, however, with low flows. Upon receipt of the device on (B)(6) 2021, a broken impeller blade was discovered.